Event description:
Epidural pump alarming bag low, rn to bedside to change bag, unable to separate spike from epidural bag. After four different people tried, after going to the or to get a scalpel and mayo clamp, the fifth person was successful in unspiking the bag. This is a ridiculous waste of time and resources. These new epidural bags are terrible. I know for a fact I am not the only person to experience this problem.